Event description:
This rv lead was implanted on (B)(6)1996 and remains implanted at this time. The physician was dr. (B)(6). A call to technical services on 3/25/2013 states that shock impedance was higher than expected during change out using the dual coil lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).